Event description:
Nt821731c - the white stopcocks on the natus eds3 becomes increasingly difficult to turn over time. As the resistance increases the tail of the stopcock breaks off. No injuries.

Manufacturer narrative:
Follow up report 002 ref to natus complaint# (B)(4). The customer provided a picture in the intial email notification, this is the same picture that was provided with the notification of complaint# (B)(4), report number 2023988-2025-00134. Update to the root cause investigation details as below: root cause/failure investigation: the product was not returned by the customer, however images provided by the customer indicate this case had a damaged system and drip chamber stopcock. The system stopcock was broken at the lever, which is used to turn the stopcock into a closed or open position. The system stopcock material exhibited significant deformation. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There was a buildup of bodily fluids at the drip chamber stopcock. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev e) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed* / stopcock breakage during use. *confirmed by image only.

Event description:
Nt821731c - the white stopcocks on the natus eds3 becomes increasingly difficult to turn over time. As the resistance increases the tail of the stopcock breaks off. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint#(B)(4) per (B)(6) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. A review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "4.36 - stopcock valve unable to turn / rotate and/or handle breakage" the risk level is considered moderate. Based on complaint of "broken stopcock handle." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information regarding the failure. Additional testing and evaluation could not be performed as the product was not returned. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - the white stopcocks on the natus eds3 becomes increasingly difficult to turn over time. As the resistance increases the tail of the stopcock breaks off. No injuries.